Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 25-sep-2017 a field service engineer (fse) found that the sample diluent port was too low inside the well; the fse re-aligned the sample diluent port. The fse realigned the bottom of the sample diluent bottle as well. The fse ran qc and patient samples, which were within acceptable range. The aia-900 was functioning within specifications. The aia-900 analyzer, serial (B)(4) was installed at the customer's site on 25-jul2017. A complaint history review was performed for similar complaints from 25-jul-2017 through 21-sep-2017. No other similar complaints were found during the searched period. The aia-900 operator's manual under section 12, flags and error messages, indicates that error message 2076 - clogging detected at specimen occurs when the negative pressure generated after suction of the specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. A sc flag will be attached to the measurement result. The operator is instructed to contact the local representative if there is a problem with the specimen. The most probable cause of the reported event was due to a misaligned sample diluent port.

Event description:
On (B)(6) 2017 a customer reported getting 2076 - clogging detected at specimen error message on quality controls (qc) and patient samples for beta human chorionic gonadotropin (bhcg) on the aia-900 analyzer. The customer is unable to run patient samples on bhcg. On 25-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.